Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or test for motor error alarm due to prime alarm. The insulin pump was received with normal operating current. The insulin pump passed self-test and off no power test. The motor was tested outside of the device and passed. Unable to verify alarm in the alarm history due to history file overwritten with alarms. The device alarmed due to a corrupted history file. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a motor error. The customer was doing nothing with the insulin pump when the alarm occurred. The drive support cap appeared normal. The customer's blood glucose level was unknown. The customer had recently walked through a metal detector and body scanner. The customer was advised that the device would be replaced and agreed to return the product for analysis.